Event description:
The resmed airview online system for reporting pressure therapy settings is reporting incorrect pressures on the report the system generates. The error is inconsistent, I cannot find a pattern to it, but see an erroneous pressure report about 1x every 1-2 weeks. I have reported this to the airview support line, my regional sales representative, the customer experience cxo program and have asked the local durable medical equipment companies to log a case with airview support when we encounter the issue in a particular patient. It's been months and they have not resolved the issue. This needs to medical-decision-making about pressure settings based on inaccurate and outdated information provided by airview. Is there any other mechanism get resmed to set a priority to fixing this software problem that has impact on medical treatment decisions? It's impacting airsense 11 and I think I have seen it on airsense 10, but haven't been tracking it to say this with certainty. Airview.resmed.com.